Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. During the device evaluation, service found that due to damage on the charge coupled device (ccd) unit, the specified resolving power is not obtained. The objective lens was scratched and chipped. The distal end cover was dented, the connecting tube and universal cord were scratched, and the adhesive on the bending cover (a-rubber) was cracked. The up/down knob, right/left knob, switch 1, and switch 2 were dirty, and the switch box was dented. The bending angle in the up direction did not meet the specifications. Due to the wear of the angle wire, the bending section could not be bent in the up direction. The play of the up/down knob was out of specification due to wear of the angle wire. The water removal ability did not meet the specifications due to clogging of the nozzle. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure, the user found free play in the control knob and reduced angulation. There was no patient or user injury reported. The device was sent to an olympus service center for further evaluation. During inspection and testing, service found the endoscopic image displayed was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.